Event description:
It was reported the pt has persistent pain at the ipg site. The pt has effective stimulation. It was further reported the pt was in a hyperbaric chamber and the physician believes this may have caused the issue. The pt was prescribed a lidoderm patch for the ipg site pain.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.